Manufacturer narrative:
No complaint was received with the return of the device; failure even observed during analysis. Final analysis found a partial lead in 2 segments was returned for analysis. An external insulation abrasion was noted at 3.9 cm to 4.0 cm from the distal tip consistent with lead friction to another device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.